Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software did not adjust insulin as intended. No additional information was provided. Multiple attempts were made to follow up on the reported issue; however, a response was not received. There was no reported adverse impact to the customer¿s blood glucose level.